Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 8040 ipg, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported the patient is deceased and died approximately sixteen months post implant of the cardiac resynchronization therapy pacemaker (crt-p) system. The cause of death was provided as sepsis. It was further reported the patient had been hospitalized three months prior to death due to renal infarct. No additional information was provided. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.